Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first day with the ilet experienced a low blood glucose after announcing a usual lunch but consuming fewer carbohydrates, and the pump also displayed an ¿incomplete fill cannula¿ alert that was addressed by disconnecting the tubing and performing a cannula fill with education on proper fill steps during supply changes. Symptoms included hypoglycemia with a nadir of 67 mg/dl, without dizziness or loss of consciousness. Outcomes included brief low glucose lasting about 10 minutes, user self-treatment with 2¿4 oz of juice, and no medical intervention or assistance required. Investigation included telephone troubleshooting and user education regarding meal announcements and the fill cannula procedure. Investigation of this case revealed user-related factors associated with an incorrect meal size announcement contributing to hypoglycemia and an incomplete cannula fill alert related to insulin delivery setup, both resolved through education and completing the cannula fill. It was concluded, based on previously established findings for similar reports, that the cause was user error during meal announcement and device setup, mitigated by corrective instruction.